Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in the device. The patient alleged wheezing, nausea and headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 18, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, nausea, wheezing, burning smell, particles in tubing chamber related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed unknown white, and black contamination (dust like) , inconsistent with degraded sound abatement foam, at the air inlet of the blower box, unknown white contamination (dust like) in the iso port (international organization of standardization. ), light dust like contamination on top and bottom of the blower motor and the blower motor seal, black contamination, consistent with keratin, at the air outlet of the blower box, unknown black dust like contamination inconsistent with degraded sound abatement foam, black dust like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device which suggests that source of contamination was external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.